Manufacturer narrative:
Clarification to b3 date of event: partial date of "august 2025" - ultrasound performed on (B)(6) 2025 noted patient was experiencing right breast pain for "two weeks" clarification to d6a implant date: partial date of "2000". Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, b7, d1, d2a, d2b, d4, d6a, g4, h6, h11

Event description:
Healthcare professional reported "implant rupture". Later healthcare professional reported "liquified hematoma began to erupt along with ruptured silicone material" observed during surgery. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "implant rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.